Event description:
It was reported that during a laparoscopic hysterectomy procedure, during the preparation of the uterus cuff the gen11 gave a warning of "tighten the device". They did two to three times but the same result. They even did separate the instrument from the hand piece to tighten it again, but still the same warning. After the last try, even the tip of the instrument were broken, founded at once and sent back with instrument. They proceeded with a same like product, even same lot number. The surgeon told affiliate he had not touched any hard part of the patient or any instrument, like the hystero-manipulator (made in ceramic). Another like device was used to complete the procedure. Procedure delayed five minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on the gen11 generator, the ¿instrument error¿ alert was displayed. A probable cause of the device to stop activating and display an instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.